Event description:
A nurse reported that two vitrectomy probes did not cut once they were inside the pt's eye. They realized that the vitrectomy probes did not cut before using them. Previously, the calibration of the system was completed successfully. Additional information has been requested.

Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to manufacturer's acceptance criteria. Because a sample was not returned and no evidence of nonconformity could be found in the lot record reviews, the root cause for the cut issue cannot be determined. (B)(4).